Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure only in place on the left side') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On 13-aug-2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lateral left pelvic pain"), back pain ("lumbar pain"), sinusitis ("recurrent sinusitis"), arthralgia ("left ankle pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral adnexectomy with partial resection to the left of the interstitial section of the tube). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, sinusitis, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, fatigue, pelvic pain and sinusitis to be related to essure. The reporter commented: she has already seen many specialists who have not found a logical explanation for her symptoms. Lot number unknown. Essure was removed at the patient's request. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: questionnaire received. Information updated: patient¿s initials, removal method specified, reporter assessment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure only in place on the left side') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lateral left pelvic pain"), back pain ("lumbar pain"), sinusitis ("recurrent sinusitis"), arthralgia ("left ankle pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral adnexectomy with partial resection to the left of the interstitial section of the tube). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, sinusitis, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, fatigue, pelvic pain and sinusitis to be related to essure. The reporter commented: she has already seen many specialists who have not found a logical explanation for her symptoms. Lot number unknown. Essure was removed at the patient's request. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure only in place on the left side') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lateral left pelvic pain"), back pain ("lumbar pain"), sinusitis ("recurrent sinusitis"), arthralgia ("left ankle pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, sinusitis, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, device dislocation, fatigue, pelvic pain and sinusitis with essure. The reporter commented: she has already seen many specialists who have not found a logical explanation for her symptoms. Lot number unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure only in place on the left side') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lateral left pelvic pain"), back pain ("lumbar pain"), sinusitis ("recurrent sinusitis"), arthralgia ("left ankle pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, sinusitis, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, device dislocation, fatigue, pelvic pain and sinusitis with essure. The reporter commented: she has already seen many specialists who have not found a logical explanation for her symptoms. Sample was available. Lot number unknown. Most recent follow-up information incorporated above includes: on 17-dec-2019: patient's demographics were provided (initials and bate of birth). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure only in place on the left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lateral left pelvic pain"), back pain ("lumbar pain"), sinusitis ("recurrent sinusitis"), arthralgia ("left ankle pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, sinusitis, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, device dislocation, fatigue, pelvic pain and sinusitis with essure. The reporter commented: she has already seen many specialists who have not found a logical explanation for her symptoms. Sample was available. Lot number unknown. Amendment: the report was amended for the following reason: upon internal review, case was upgraded to incident. Sample is available. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.